Event description:
The patient was revised due to infection.

Manufacturer narrative:
No products were returned. The initial reporting stated the product would not be returned. A search of the warsaw and international complaint databases did not reveal any other reports for the reported manufacturing lots. The initial reporting stated the products are not suspected of failing to meet specifications or contributing to the event. Provided information stated the patient was tested positive for mrsa. Mrsa is described as "the organism staphylococcus aureus is found on many individuals skin." This would suggest the products were an unlikely contributor to the reported infection.